Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Upon review of a (B)(4) transmission five vt/vf stored episodes were observed. All five episodes showed intermittent undersensing on the ventricular sense amp channel due to variable amplitude complexes. The patient went into an agonal rhythm. At this time, there appeared to be no sinus activity in the atrium. The episode ended before therapy was delivered due to intermittent undersensing. Atp was delivered in the second and third episodes, both episodes ended due to intermittent undersensing. The patient was converted in the fourth episode. The freeze capture on the transmission showed pacing in both chambers with no response. It was suspected that the secure sense algorithm may have contributed to delaying therapy. It was discussed secure sense did not inhibit therapy and had been automatically programmed to "passive" due to undersensing on the discriminator channel. Sensing was programmed to nominal values.